Event description:
Asr revision; right asr xl; reasons for revision: pain; alval/soft tissue reaction; acetabular cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right, asr xl, reason(s) for revision: pain. Revision 2 of 1 see (B)(4). For 1st revision. Component loosening queried- the cup was loose. Update received: 12th august 2014 - added (B)(6) reference number, marked as legal, cross referenced, and amended implant dates. Cup implanted: (B)(6) 2006. Xl products implanted: (B)(6) 2008. All product revised: (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right. Asr xl. Reason(s) for revision: pain. Revision 2 of 1 see (B)(4) for 1st revision. Component loosening queried- the cup was loose. Update received: 12th august 2014 - added (B)(6) reference number, marked as legal, cross referenced, and amended implant dates. Cup implanted: (B)(6) 2006. Xl products implanted: (B)(6) 2008. All product revised: (B)(6) 2012. Correction added 4th november 2014. Sex of patient added: no information. Expiry dates added to cup, head and stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.